Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station had fatal error. A technical support specialist performed device synchronization without database drop to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system prompted fatal error message, preventing user from removing the required medications to patient and causing delays. The customer stated that staff were able to access another device to retrieve the required medication. There were no adverse events or injuries reported based on this event.